Manufacturer narrative:
D2b pro code: dsk. Initial reporter phone number: (B)(6).

Event description:
It was reported that the automated lesion assessment (ala) was inaccurate. An avvigo+ system was selected for examination of the target lesion. During the procedure, some of the lumen tracings drawn by the ala software were inaccurate. There were no patient complications.